Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that desktop charger had a broken connector pin and the recharger was not charging. The patient stated that the implant was dead and they had no therapy. A replacement was sent. The indication for use was non-malignant pain.

Manufacturer narrative:
Analysis of the recharger c0471849 found nonconformances consistent with the allegations of a broken connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.